Event description:
The customer observed error code 3700 for wash zone probes 2 and 3 on the architect i2000sr processing module. The customer also observed an increase in initial reactive architect hiv ag/ab combo results. The wash zone probes were replaced and the customer retested the samples. Most samples retested nonreactive except for three samples that were repeat reactive. The customer suspects the results may be falsely reactive for these three patients. No additional patient information or hiv testing was provided to determine the correct hiv status. Sid (B)(6): repeat reactive 39.48 and 40.97 s/co. Sid (B)(6): repeat reactive 1.24 and 2.13 s/co. Sid (B)(6): repeat reactive 2.19 and 2.36 s/co. Field service inspected the analyzer and replaced a worn syringe. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Manufacturer narrative:
This follow up is being submitted to include the initial coding in section h6 for component code, type of investigation, investigation findings and investigation conclusions that were not included in the initial report.

Manufacturer narrative:
Abbott field service replaced the syringe assembly (rohs) part number 77765006106r to resolve the issue. No contributing factors prior to the complaint were identified in regards to the system. The service history of the architect i2000 serial number (B)(6) verifies no subsequent issues have been reported related to false reactive results. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency for the (B)(6) analyzer was identified.